Manufacturer narrative:
Eval: brake cam.

Event description:
It was reported by service report that the brakes are not holding and the jack is drifting down. It is unk if there was pt involvement, however, no adverse consequences are reported.